Manufacturer narrative:
Additional suspect medical device components involved: product family: dbs-linear lead, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 5126940. Product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4). Batch: 5081279. Product family: dbs-lead fixation upn: (B)(4), model: db-4600c, serial: n/a, batch: 23403350. A review of the manufacturing documentation for the lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the physician discovered patients skin eroding around the connector block joining the leads and extensions. The physician decided to perform an explant procedure to remove the lead and extensions. The patient was prescribed an antibiotic regiment and will be re-evaluated in 6 weeks.